Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, cracked battery tube threads, reservoir tube lip and minor scratched display window.